Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead required two attempts to be positioned in the patient successfully due to helix extension difficulties. Once the ra lead was positioned and connected to the device, it exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. The ra lead was disconnected and tested with a pacing system analyzer which yielded similar values. The physician then attempted to explant the ra lead but could not as the helix would not retract properly. The ra lead was then abandoned and replaced without any further complications. No adverse patient effects were reported.